Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting a machine pressure sensor autozero failure alarm message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated the unit alarms error code 1008 machine pressure sensor autozero failure message on screen, no patient involvement reported. Solenoids 1-4 have been replaced on gas delivery system (gds) assembly, but problem persists, requests troubleshooting. The rse advised customer to replace the data acquisition (da) printed circuit board assembly (pcba) to correct the issue and provided the part ID. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the customer received the da pcba for the repair but has not replaced it yet. Once the part is replaced to resolve the reported issue, the device will be put back to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.